Manufacturer narrative:
No alleged serious injury. Malfunction alleged. The dealer alleges, he saw smoke coming from the unit after he plugged it into the test fixture.

Event description:
The dealer alleges, he saw smoke coming from the unit after he plugged it into the test fixture. No injury is alleged.